Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw was inserted and advanced into the tricuspid valve. However, the clip got caught in the anterior septal commissure. Troubleshooting was performed to free the clip. While freeing the clip, a septal chordal ruptured occurred. Due to the five sail segments, grasping was difficult. The clip was able to grasp the newly created flail and was deployed, reducing tr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult removal from anatomy could not be determined. The reported difficult positioning and tissue injury are cascading events of the difficult removal from anatomy (sail segments made grasping difficult). The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.